Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer noticed air bubbles in the reservoir and tubing. The customer could feel humidity when they checked the reservoir compartment with their finger. The customer noticed a leak. Customer's blood glucose level was 222 mg/dl. The device was not returned.